Event description:
It was reported that during a procedure, the initial dissection was performed around the right pulmonary veins. The left atrial dome was torn at the junction of the right superior pulmonary vein with the device. It is believed that the surgeon was in the wrong plane of dissection. The patient was put on bypass and a medial sternotomy was performed to repair the injury and complete the procedure. The patient is doing well with no further consequence.

Manufacturer narrative:
Evaluation summary: the device involved in the event was discarded, so we evaluated a retained sample from the most recently purchased lot for the account. The device was tested for functionality with no issues noted. The device history record was reviewed for this lot number and no anomalies were noted to the event.